Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to open for recover. A field service engineer replaced the magnet to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary main drawer 6 was not open for recovery. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.